Event description:
The reporter stated, the surgeon implanted an 13.0mm icm130v4 implantable collamer lens on (B)(6) 2012 in pt's left eye. The lens was explanted on (B)(6) 2012 due to excessive vault. The lens was exchanged for a shorter lens. Pt's last visit on (B)(6) 2012, bcva 20/13.

Manufacturer narrative:
(B)(4).